Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value was not provided). Customer was transported to the hospital by ambulance and hospitalized. The customer indicated that the cause was related to user error; however the customer declined to provide additional information regarding the issue.